Manufacturer narrative:
Device is not available for analysis.

Event description:
Per the clinic, the patient experienced recurrent infections at the left superior implant site, the patient was treated with oral antibiotics (types, date, durations, and dosages not reported); however, augmentin was prescribed in (B)(6) 2013; subsequently explantation of the fixture occurred on (B)(6) 2013. Venous bleeding was reported during explantation which was managed intraoperatively with bone wax. While the patient was in recovery room it was noted that the patient's pupils were dilated and non-responsive. The patient was taken back to the operating room and craniotomy was performed and no signs of continued bleeding were found. Immediate imaging revealed a small subdural hematoma. A more extensive craniotomy was performed and the hematoma was evacuated. The patient was admitted to the ICU. He remained in the hospital (duration not reported). At discharge (date not reported), he reportedly had right sided weakness but was improving, however, continued to have speech difficulties. The device was discarded in the operating room immediately following explantation therefore is not available for analysis.